Event description:
Info received indicated that the bed was stuck in chair position and would not trend.

Manufacturer narrative:
Technician found the bed stuck in chair position and would not trend. Unable to repair at the account. Bed was swapped out to resolve this issue.